Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. Electrode ring 10 was noted to be displaced. Further inspection revealed evidence of conductor wire 10 having fractured proximal to the electrode ring, consistent with the reported signal issue. Electrode 9 displayed an open circuit during electrical testing. Dissection of the catheter shaft revealed conductor wire 9 had been fractured just proximal to the weld joint, consistent with the open circuit detected and the reported signal issue. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires remains unknown.

Event description:
This report is to advise of a displaced electrode found during analysis. During a pfa/af procedure using, the recordings on electrodes 9-10 of the catheter stopped registering signals and the recordings were noisy. The connections were checked, but the issue persisted. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient. There were no insertion or withdrawal difficulties noted.